Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 91 mg/dl. No significant events leading to the alarm were observed. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corrode keypad traces. No button error alarm during testing. The insulin pump was received with cracked belt clip slot and cracked reservoir tube lip noted.